Manufacturer narrative:
G4 - PMA/510(k) #: exempt. H3 - device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported prior to patient contact, during a transurethral lithotomy (tul) in the urinary tract; the physician tested an ncircle tipless stone extractor in an uncoiled position and the basket did not fully deploy. Upon checking, the base of the basket sheath (yellow part and sheath) was kinked, so the physician discontinued its use. Another same type device was used to complete the procedure without any problems. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: d8. Investigation ¿ evaluation. It was reported prior to patient contact, during a transurethral lithotomy (tul) in the urinary tract; the physician tested an ncircle tipless stone extractor in an uncoiled position and the basket did not fully deploy. Upon checking, the base of the basket sheath (yellow part and sheath) was kinked, so the physician discontinued its use. Another same type device was used to complete the procedure without any problems. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions and instructions for use (IFU) as well as a visual inspection of the returned device, were conducted during the investigation. A device failure analysis was conducted on the returned device. One device was returned in an open package with label. Handle will actuate the basket. Slight kink in basket sheath at support sheath but does not affect actuation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device lot found no relevant nonconformances that could have contributed to the reported failure. It should be noted that there were two other complaints associated with the final product lot number for different failure modes. The product IFU, t _ ntse_ rev1, provides the following information to the user: precautions: do not use excessive force to manipulate this device. Damage to the device may occur. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred. Evidence gathered upon review of the complaint file, DHR, returned device, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that the cause for the reported failure could not be established. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.